Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the system drive was not properly positioned. The field service engineer reseated the system drive and then powered the station on, selected the windows 10 option and station booted up in to application. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, it was offline and asking for password. The customer reported that the malfunction resulted delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this incident.